Manufacturer narrative:
Results: missing motion interrupt pan. Damaged siderail panels with sharp edges.

Event description:
It was reported by service report that the motion interrupt pan was missing, and the siderail outer arm cover was broken with sharp edges. No patient involvement or adverse consequences were reported.